Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were noted in the cartridge luer lock. There was no impact to the customer's blood glucose level. Reportedly, the customer had not performed the air removal step when loading the cartridge. The customer was instructed regarding the proper load process.